Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the memory circuit board of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon since memory circuit board of the subject device was broken.

Event description:
Olympus medical systems corp. (Omsc) was informed that the unspecified timing, the otv error e117 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.